Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board set. In addition, a worn-out video connector pins causing poor connection with pigtails, top cover/bottom chassis corrosion, and faded front panel text were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty patient board set. It¿s probable that one of the printed circuit boards (dr board) om-amp circuitry was affected by a change in countermeasures or there was a bad connection with the video connector causing the picture to not be displayed. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.